Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the black box showed one call service 128 post delivery motor power supply fault alarm. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap or battery compartment. The returned battery cap was able to fully tighten and power on the pump. The current draws were measured within specifications. A battery life issue was not duplicated during testing. The pump cover was removed to find internal moisture on the printed circuit board and internal components.